Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodontist and the file was retrieved. The endodontist filled the canal to complete the procedure without injury to the patient. It was reported that this file was used more than the recommended single use.